Event description:
Surgeon attempted to use the coviden 5mm endo clip, the clip malfunctioned causing a tissue tear which was repaired. A new device was opened, and the procedure continued without issue.